Event description:
Additional info was provided by the surgeon. The lens exchange was successful. The pt's symptoms have resolved.

Event description:
A surgeon reports a pt experienced seeing colored lights and a 'rainbow' effect following intraocular lens (iol) implant surgery. The iol was replaced. Add'l info has been requested.